Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml baclofen at an unknown dose and 10 mg/ml dilaudid at an unknown dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported that premature elective replacement indicator (eri) occurred. The patient should have had 14 months to eri, but eri occurred on (B)(6) 2016. There were no symptoms reported. The logs showed that eri occurred on (B)(6) 2016 and the patient did not hear the alarm. The pump was going to be replaced, but surgery was not scheduled yet.

Event description:
Additional information was received from a healthcare provider (hcp) through a pharmaceutical company. On (B)(6) 2014, the patient started treatment with baclofen. On (B)(6) 2017, the patient was hospitalized for the admitting diagnosis of pump failure. On that day, the patient¿s pump was replaced due to a motor stall. The patient¿s treatment with lioresal 2000 ug/ml was not discontinued in response to the reported events. As of (B)(6) 2017, the patient¿s nausea/vomiting, diarrhea, and itching had resolved after the pump was replaced. As of (B)(6) 2017, the increased pain had improved after the pump was replaced. No additional information was provided. The patient¿s medical history included a historical condition of spasms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient experienced nausea, vomiting, diarrhea, increased pain, and itching due to the premature eri. The cause of the eri was not determined. Surgery was scheduled (B)(6) 2017.

Event description:
Additional information was received from an hcp on 2017-apr-10. It was reported that the motor stall occurred on (B)(6) 2016 and eri occurred on (B)(6) 2016 per the logs. It was indicated that the cause of the patient not hearing an alarm was unknown. The current status of the affected pump was unknown and it was noted that the removal of the pump took place per neurosurgery. The patient's weight at the time of the event was 372 pounds. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.